Event description:
It was reported that the pump touch screen left side is black and right side has cracked lines. Subsequently causing the customer experience an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. A manual insulin injection was administered to address bg. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.